Manufacturer narrative:
The device was received and evaluated. A kink was found in the exposed portion of the soft cannula. It is unclear when the kink occurred. During the fluid path test, fluid was able to flow passed the bend and out of the distal tip of the soft cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 336 mg/dl. The pod was worn on the patient's arm for between 4 and 24 hours. As treatment, a manual injection of insulin was administered and a new pod was applied.